Event description:
It was reported that the battery voltage was 2.79v, after being implanted approximately 3.2 years. The technical consultant stated that he suspected the battery voltage was not accurate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant.